Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unrelated reason. Upon interrogation, the right ventricular lead exhibited high defibrillation impedance. Programming modifications were performed. The patient was stable and would continue to be monitored normally.